Manufacturer narrative:
A field service engineer (fse) contacted the site to further investigate the reported issue. The robotic coordinator informed the fse that there was no issue with the illuminator, and this was possibly a result of user error. No site visit was conducted as a result. The system was working properly and no additional action was required. As of 25-feb-2022, a review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs confirmed the customer performed a malignant hysterectomy procedure on (B)(6) 2022 on system sh1381. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 48240 ¿ inf: illuminator comm error. No image or video was provided. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed that the vision side cart (vsc) light source was dim and not putting out any light. Prior to calling into technical support, the customer switched from the light source with the light guide to an alternate light source, which was a third party karl-storz tower. The customer stated they had previously installed a different light guide cable with no change. The light output from the vsc was still dim. The technical service engineer (tse) had the customer verify the settings under the advanced video settings tab and they were good. There was no change to the light output. The site continued with the alternate light source. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.